Event description:
During coil embolization, the cashmere 14 platinum microcoil could not be detached after it was deployed in the aneurysm and connected to enpower. The connection was checked and detachment was attempted 3 additional times, but failed. The coil was safely retrieved from the body. There had been no resistance felt. A new cashmere coil was used, and was detached without difficulty. There was no serious injury or required intervention related to the complaint.

Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.